Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's ipg is inoperable. It was also reported the patient is unable to establish communication between the ipg and any external devices. The patient stated he may have recharged the devices approximately 6 weeks ago, but was unsure. The patient stated he also lost stimulation around that time.. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow up information identified the patient underwent surgical intervention to explant the entire scs system on (B)(6) 2016.